Manufacturer narrative:
The investigation into this report is on-going. As add'l info is obtained, a supplemental report will be filed. Covidien ref: (B)(4).

Event description:
A report rec'd from the USA stated an 840 ventilator experienced a blank graphical user interface (gui) display. There was no report of patient involvement. The date of the event is unknown.